Event description:
It was reported that an open-end flexi-tip ureteral catheter¿s sterilized package contained ¿a hair¿. Additional information has been requested but has not yet been received.

Manufacturer narrative:
H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event description: it was reported that an open-end flexi-tip ureteral catheter¿s sterilized package contained ¿a hair¿. Additional information was received on 13nov2025 stating that the procedure was completed by opening a new unspecified device. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One open-end flexi-tip ureteral catheter was returned in package with label. A visual exam notes a long brown fiber inside the sealed package. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no related discrepancies. A review of complaint history records shows no other complaints associated with the complaint device lot. Due to the individual nature of inspecting the packaged product, one nonconformance (this complaint/report) does not indicate additional nonconformances in the lot. Additionally, there have been no other complaints filed for this lot. Therefore, there is no evidence to suggest that nonconforming product exists either in house or in the field. Instructions for use (IFU): the device was supplied with IFU, t_urecat_rev1 which includes the following: how supplied supplied sterilized by ethylene oxide gas in peel open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Based on the information provided, inspection of the returned device, and the results of the investigation, cook had concluded the cause of the complaint is manufacturing related. The inspector of the product has completed complaint awareness training. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was received on 13nov2025 stating that the procedure was completed by opening a new unspecified device. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: b5, d9. Correction: h6 annex a. H3: the device has been returned and preliminary evaluation has been performed; however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.